Manufacturer narrative:
The field service rep found the customer had reversed the overflow and drain lines after replacing the wash tube stoppers and he reconnected both overflow and drain lines correctly. Diagnostics checks and controls were run to verify analyzer performance.

Event description:
User reports a second occurrence of a fluid leak coming from the integra, which had leaked onto the floor and into the walkway. The first leak occurred on (B) (6) 2009, which also leaked onto the floor from the instrument, and into the walkway. User said they had resolved the first leak on (B) (6) 2009, by replacing the wash stopper tube. User added the second leak appears to be coming from the same area of the integra as the first leak. No one was harmed and no pt results were affected.